Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2016, 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lead was explanted and replaced. It was also reported due to the high threshold there was fast battery depletion on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.